Event description:
The reported incident relates to the mattress has compressed too much and while transferring the pt it allegedly pinches the pt's legs. The mattress MFR unaware of any other incident that relates to this nature, called the complaining party on (B)(4) 2012 (10:55am) and left a message requesting the complaining party call as soon as possible. (B)(4) 2012 (2:00pm) (B)(6) called and said to not know of any mattress pinching the pt's legs; that rather, if a heavy set person sat on the side (edge) of the mattress and the bed rail sat high, pressure behind the pt's legs would be felt. He added that this is the only (one) incident he is aware of and that there is nothing wrong with the mattress. He also added that he would not know how this issue could get fixed, other than making the mattress thicker. The MFR makes the mattress to consumer specs.